Event description:
It was reported that multiple, intermittent cartridge alarms occurred during insulin delivery. The customer provided a blood glucose level of 89 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.